Event description:
The advocate stated the customer received blood results of 34,41 and 276mg/dl on the contour next link meter. The meter automatically marked them as control tests, which will be displayed as a control results when accessing the meter¿s memory. No adverse event was alleged. New strips and meter were sent to the customer. The test strips are expected to be returned for evaluation.